Manufacturer narrative:
The technician replaced the power cord plug to resolve the issue.

Event description:
The technician alleged that the ground resistance is out of range on the bed. No pt impact.